Manufacturer narrative:
(B)(4). Batch manufacturing records of nw3336/b9047 was reviewed for any process deviation but no deviation was observed. Device evaluated summary: suspected counterfeit product sample was evaluated visually against retain (control) sample. This received complaint sample is confirmed as counterfeit product. Further the issue has been escalated to brand protection team to investigate the channel through which this product is entered in the market.

Event description:
It was reported that the product was suspected to be counterfeit in (B)(6) 2021. The product was not used on the patient. Upon evaluation, it was observed that the suture product is counterfeit product.